Event description:
Same case as manufacturer's #: 6000093-2004-00574. During a coronary drug eluting stenting treatment procedure, deflation issue occurred. The lesion being treated was non-calcified and non-tortuous in the right coronary artery (rca). Upon reaching the lesion the physician successfully implanted two taxus express2 drug eluting stents in the rca at 13-14 atms. It was noted that both stents were slow to inflate. The guidant inflation device showed pressure, however, the balloon was not completely inflated. After successfully implanting two taxus express2 drug eluting stents the physician was unable to deflate both balloons. The physicians then decided to use a 20cc syringe to successfully deflate both balloons. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as satisfactory/good.